Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer replaced the power switch overlay and the touchscreen and issue persists. Suggested swapping the power management (pm) board for troubleshooting, provided part numbers for the same. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit would not turn off. Verified that the unit will not turn off via the accept button either. The device was not in use at the time of the reported event; therefore, there was no patient involvement.